Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rubbing, raw skin irritation under breast and on back. There was no alleged device malfunction contributing to the irritation. The patient¿s medical staff cleaned and dressed the area with manuka honey. Follow up indicated that the skin irritation improved.